Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.5mm and the lesion length was 10mm. Pre-procedure stenosis was 100% and post-procedure was 0% residual stenosis. Direct stenting was not attempted. A 2.5x12mm liberte stent was implanted. A non bsc balloon dilation catheter was inflated. An additional non bsc stent was implanted to treat the dissection. The procedure was a technical success. No discharge or follow up information provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use.(B)(4). Device not returned for analysis.